Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that cuts were found located at the bottom portion of the pumping segment. There was no patient involvement. Customer reported that internal investigation found that employee was opening packages with a knife that was causing the cuts in the packaging. Issue is resolved. This is file 2 of 3.